Manufacturer narrative:
On 2/29/2024 - we were notified of a capsule that got stuck due to a mass and they removed the capsule and mass at the same time. Frm-0089b was sent to gather more information about this case. On 3/13/2024 - frm-0089 was received indicating that there was a mass blocking the pill excretion. We were also informed that the dr, attempted to remove the capsule on (B)(6) 2023 but was unsuccessful, so the patient was referred to a surgeon. On 3/14/2024 - after requesting further clarification, we were informed that the capsule was removed and discarded. On 3/18/2024 - a replacement capsule was sent to the customer.

Event description:
On 2/29/2024 - we were notified of a capsule that got stuck due to a mass and they removed the capsule and mass at the same time. Frm-0089b was sent to gather more information about this case. On 3/13/2024 - frm-0089 was received indicating that there was a mass blocking the pill excretion. We were also informed that the dr, attempted to remove the capsule on (B)(6) 2023 but was unsuccessful, so the patient was referred to a surgeon. On 3/14/2024 - after requesting further clarification, we were informed that the capsule was removed and discarded. On 3/18/2024 - a replacement capsule was sent to the customer.